Event description:
Customer reported via phone, the insulin pump alarmed motor error. Customer was at the movie theater attempting to bolus and the device alarmed. Customer was previously at home not feeling well. Customer didn't know her blood glucose. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the basic occlusion and displacement tests, no motor error alarms were noted during testing. The device had cracked battery tube threads, broken belt clip slot, minor scratches on the display window, cracked reservoir tube lip, and missing end cap sticker.